Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: the black box from the date of the event was overwritten due to continued use of the device. The current black box showed no evidence of short battery life. The returned battery cap was able to fully attach and power on the pump. The current draws were within specification. Unrelated to the original complaint, the display was dim and discolored. The battery and cartridge compartments were cracked as well as an area near the display. The pump case was removed and no evidence of moisture or loose components were inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.